Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the alleged post-operative complication experienced by the patient. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of 04/09/2019. The system logs reveal that a stapler 45 instrument (part #470298-11; lot #t10180606-0013) fired a total of 7 blue stapler 45 reloads. All firings were completed. There were no clamping issues found. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, the patient allegedly experienced a staple line leak on the posterior anastomotic line. A nurse claimed that it appeared as though a reload had failed. However, at this time, the root cause of the post-operative leak is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted gastric bypass procedure, the patient allegedly experienced a staple line leak. A "large hole" on the posterior anastomosis line was found. A nurse reportedly claimed that it looked like a reload had failed. However, according to the initial reporter, everything had looked good during the da vinci-assisted surgical procedure. On 04/16/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during the surgical procedure the surgeon heard an atypical noise during stapling. No issues were encountered during clamping of a stapler 45 instrument. There were also no error messages received. The staple lines on the "jejuno-jejunale anastomosis - posterior plane" were not inspected intra-operatively. A staple line leak test was impossible to be performed. No hand-held laparoscopic stapler instruments were used during the case. On post-operative day #1, a revision surgery was performed during which the surgeon noticed the anastomotic leak. As a result, the patient underwent a laparotomy to resect the anastomosis and create a new anastomosis. The surgeon believed that the cause of the anastomotic leak was due to a stapling defect of the endowrist stapler 45 reloads. The patient experienced postoperative respiratory difficulties" and was being monitored in a reanimation room. The surgeon indicated that the patient's current status was good.